Event description:
It was reported that the patient's blood glucose level rose to above 312 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a customer not sure delivering insulin issue.

Manufacturer narrative:
The device was received fully deployed. The investigation found a hole in the exposed portion of the soft cannula. The fluid path test was run, and fluid was observed leaking from the hole in the soft cannula. The pod data showed no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. Inspection of the patient history buffer (phb) data found no abnormalities with the algorithm that would indicate a failure to deliver insulin. The exact cause and timing of the cannula damage could not be determined and as a result it could not be determined if it contributed to the reported event. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.